Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "I had seen my dentist in february for a routine exam and cleaning and had no issues. Then about 2 weeks ago my tooth broke off, my back molar #19. Because of the severity of the crack, I had to go get a composite filling immediately and schedule the root canal and then the crown. I am currently not able to wear my aligners at all and will need a new impression kit to re-do the bottom aligner.".